Manufacturer narrative:
The returned device was evaluated. During inspection of the docking station, the unit was found to be unable to communicate with a handheld device. The software was updated and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
The customer reported that when a handheld unit is placed into the docking station the display and the leds will flash or reset every 3 to 4 seconds. No known impact or consequence to patient was reported.